Event description:
Per the paperwork returned with the device, the patient presented at the clinic, and requested that the cochlear implant system be removed. He reported that the device was affecting his health and causing headaches. The patient had not used the device for a "few years". No integrity test was done by cochlear staff prior to the explant surgery. There is no reimplantation planned.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.